Manufacturer narrative:
(B)(4). Batch #u5c81h. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45b reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open stomach surgery, after firing, staples were malformed. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.